Event description:
Received information that pump has stopped all insulin delivery. Reportedly, customer was not wearing pump when reported event occurred. Customer has been on multiple daily injections of insulin.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.